Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg migrated out of the pocket. The patient underwent surgery where the ipg site was repositioned. The patient reported the issue was resolved and therapy was restored.